Event description:
It was reported that removal difficulty occurred. During device preparation, the truselect microcatheter was flushed, and the 0.014 x 300 cm transend guidewire was wetted. Upon insertion of the transend into the truselect, it got stuck and the guidewire did not advance. During the attempted removal of the guidewire, the truselect broke at the transition point where the catheter color changes. The procedure was completed with a truselect 130 straight and a fathom guidewire. No patient complications were reported as a result of the event.